Event description:
It is reoprted that the device was implanted in 2005. The patient's hip dislocated post-op, and the liner was revised in 2006.

Manufacturer narrative:
Eval summary: the device and x-rays are not available for review. Patient build and activity level are unk. No engineering evaluation could be done with the available information. The exact cause for the current situation is unk. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.